Manufacturer narrative:
A sample has been requested for analysis. If a sample is returned, a follow-up report will be submitted.

Event description:
Baxter reported, "the spike was broken during connection with a spike port of a solution bag by clean flash." There was no patient injury or medical intervention associated with this incident according to baxter.